Event description:
Patient was undergoing a pacemaker procedure. After deployment and active fixation of a medtronic 3830 lead, within the cardiac intraventricular septum, pacing parameters were thought to be suboptimal, requiring retraction of the lead and movement to a different position within the cardiac chambers (a routine part of this procedure). The lead was initially implanted per vendor instructions, with approximately 10 clockwise rotations of the lead. To remove the lead, also for vendor instructions, the lead was counter-clockwise rotated 10 times. However, with gentle retraction, the lead did not remove from central circulation. The guiding sheath was manipulated, but the lead was difficult to remove. With gentle traction, the metallic active fixation component of the lead broke off from the pacing lead, leaving a retained metal fragment in the cardiac intraventricular septum. Using an additional lead, the procedure was completed without incident. FDA safety report ID # (B)(4).